Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8711 lot# j11034r29 implanted: (B)(6) 2002 : product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient receiving baclofen [4 mg/ml] at a rate of 2.1604 mg/day, marcaine [25 mg/ml] at a rate of 13.502 mg/day, fentanyl [5 mg/ml]at a rate of 2.7004 mg/day, and dilaudid [25 mg/ml] at a rate of 13.502 mg/day via intrathecal drug delivery pump for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported via the pump logs that there was a catheter replacement by a physician on (B)(6) 2011. No further information was provided and there were no further complications reported/anticipated.